Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor cannula was bent and she had high blood glucose levels. The customer's blood glucose reading was 409 mg/dl. The customer stated that overcorrected earlier. The sensor was replaced and returned. The insulin pump was not replaced or returned for analysis.